Event description:
The patient presented to the clinic after the device migrated to the arm pit and with pain. The pocket was revised and an antibiotic pouch was placed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.